Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the hospital technician noticed this during a routine check of the c1 operation. Despite the high-pressure oxygen being connected, the "oxygen supply failed" alarm sometimes occurred. In some cases, the alarm would occur and then be automatically cleared. No patient involvement.